Event description:
A patient who was implanted with miniarc and concommitant elevate anterior in 2009, went into unresolved urinary retention the first post-operative week. Patient had to be taken back to the operating room to have the miniarc resected, and she is urinating now.